Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The display was damaged during a bike accident. The subject pump will give a audio tone but the screen is blank. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be heavily scratched. The scratches were obscuring the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.